Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the revel ventilator does not power up at all on batteries of ac power. The vent inoperable alarm is always on. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the suspect device has been returned to vyaire medical for evaluation. The service technician was unable to verify the reported problem. The unit is connected a known good ac adapter and powered on the vent with no problems. Connected the removable battery to an external charger and charged fully with no abnormalities. The ventilator passed the button test and the display check. Passed 48.4 hours of extended testing, passed the initial final test and the initial alarm volume test. The service technician was unable to duplicate the reported problem.